Event description:
Pt status post lcp proximal humerus plate and screw fixation implanted approx (B)(6) 2011 returned to surgeon for follow up visit. X-ray on an unk date showed a non-union of the humerus. Pt was returned to the operating room on (B)(6) 2012 for removal of the plate, nine locking screws and five cortex screws. Pt was revised to a periarticular proximal humerus plate and screws. This is 1 of 3 reports for this complaint.

Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An unknown implanted date in (B)(6) 2011. Age reported as (B)(6) should be (B)(6).